Event description:
The e-z-em field service technician received a call from the user facility stating the complete ceiling mount system fell. Per the facility engineer, the anchors installed to secure theceiling column's plate to the ceiling failed. Facility engineer requested an installation manual and installed the injector on their original floor stand. The injector was tested and is working properly. No one was injured as a result of this event, although the technician indicated she strained her muscles holding the system up so it would not fall on the patient. No subsequent medical intervention was needed.